Manufacturer narrative:
Based on the results of the completed investigation, the leak was as a result of a hole in the cable. The root cause of the hole in the cable could not be specified. However, it is likely due to a component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, there was a leak found at the cable. There was no patient involved.